Event description:
An impella 5.5 device was inserted via the left direct surgical approach in a 66-year-old female patient for elective placement, with a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During surgery, the physician was attempting to fix a hole in the right coronary sinus with suture. Upon attempting to lift the heart, the impella 5.5 punctured the left ventricle. Prior to lifting the heart, the physician had pulled the impella 5.5 back into the left ventricular outflow tract and was confident there was adequate distance for lifting the heart. The perforation was surgically managed and closed with suture and felt. A contributing factor was poor vascular status. Interventions included emergent repair, a second cross clamp with increased pump time, and multiple blood products. A new impella 5.5 was implanted and the patient survived to explant. Cardiac perforation may result from device manipulation, underlying poor vascular status, and surgical intervention.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the cardiac perforation/patient device interaction was determined to be unintended use error related since the perforation occurred while attempting to lift the heart.